Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported group a is working but group b and c are not. The patient said she has it up in the 50's and she gets small tingle up under arm and under left breast. The patient reported it is supposed to be in her lower back. No further complications were report ed/anticipated.